Event description:
The pt is implanted with two percutaneous leads (both from the same lot). It has been reported the pt had experienced a fall in (B)(6) 2011. The pt reported she feels stimulation only on the left side of the desired pain pattern. X-rays indicated the lead has migrated. A full parameter diagnostic indicated invalid impedance values on several contacts. Surgical intervention to resolve the issue is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.